Event description:
The customer reported that she was hospitalized due to high blood glucose levels and vomiting. The reported blood glucose reading was 500 mg/dl. The customer stated that her elevated blood glucose levels were caused by a urinary tract infection. The customer also reported a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.